Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The post has completely fractured off. Clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture. The reported device was not returned however photographs were provided for review. The post has completely fractured off. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to the post of the insert shearing off. The insert was revised. Rep reported that no further information would be released by the hospital or surgeon.